Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. The customer was educated on how to properly remove air prior to loading insulin. Customer's blood glucose was 85 mg/dl.